Manufacturer narrative:
There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
The MFR received info alleging a ventilator alarmed for a ventilator inoperative condition. The device was not in pt use. The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sd card was replaced to address the ventilator inoperative condition.